Manufacturer narrative:
(B) (4). (B) (4). The other two promus stents (part 1009530-12b, lot 8041661) and (part 1009529-15b, lot 8030741), have been filed under the same MFR#.

Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: stenosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via a trial, that the initial procedure was performed on (B) (6) 2008. The target lesion was located in the saphenous vein graft (svg) to right-posterior descending artery (pda) with 75% stenosis and was 45 mm long with a 3.5 mm reference vessel diameter. The target lesion was treated with placement of 3.5 x 23 mm, 3.5 x 12 mm, and 3.0 x 15 promus stents with 0% residual stenosis. The patient was discharged on (B) (6) 2008, on aspirin and clopidogrel. On (B) (6) 2008, the patient underwent percutaneous coronary intervention of the svg to r-pda. It was noted that a previously placed stent had 0% diameter stenosis with focal in-stent restenosis. The target lesion was treated with balloon angioplasty and placement of a xience stent. Post-treatment stenosis was 0%. The event was considered resolved. There was no additional sequela reported. No additional event or patient information is available. You are receiving this MDR report from abbott vascular because (B) (4) distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the u.s.